Event description:
It was reported that the console smells burnt and the power went out because the breaker tripped. It was attempted to access the log files, but the console would not turn on. Later, it was confirmed that the console had displayed error codes 204 (charger error-charger general failure), 256 (lasing and safety-capacitors voltage fail before pulse delivered), 86 (brick 4 lamp has aged) and 80 (failed to calibrated brick 2). There was no patient involved.